Event description:
Additional information received reported that the logs also showed the following messages: notes data not valid, pump and catheter data not valid, patient information data not valid, and drug infusion data not valid. The device ¿is already implanted¿ and the therapy was being effective. The previously reported date ((B)(6) 2015) was the revision when the pump memory error was found. The pump was reprogrammed again and was working normally.

Event description:
It was reported that the patient came in for a refill and there was a pump memory error just after interrogation, and the pump ¿lost all the programmation¿, except the reservoir volume. There was no alarm indication. The technician had to re-introduce all the data (concentration, dose, patient information), and they updated the pump with the new volume without any problems. The patient had not been near any large electromagnetic interference (emi) sources. The pump was then working correctly and normally, and the patient was receiving effective therapy. The patient would come to the healthcare provider (hcp) at the end of (B)(6) for a refill. It was also noted that the pump was revised/explanted on (B)(6) 2015. It was unclear if the pump was explanted or if it remains in service. There were no patient symptoms, and the patient outcome was noted as ¿nothing to report¿. The pump system was being used to infuse baclofen (unknown). Further follow-up is being conducted to obtain information regarding the cause of the memory error and whether the pump was revised/explanted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) the patient had gone to the hospital on 2015-06-18 for a revision because they felt a loss of efficacy in their therapy. The pump was interrogated at that time, and the pump memory error was found.